Manufacturer narrative:
The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Ceramic has the property of being very sensitive to mechanical stress, such as impact or fall. Based on the described damage pattern, the potential root cause of the damaged insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the resection sheath or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device has not been returned for evaluation; therefore, the cause cannot be determined. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse manager at the user facility reported that during the middle of transurethral resection of a bladder tumor procedure, the tip of the inner sheath broke apart into multiple fragments inside the patient's bladder. There was a 15 minute delay in the procedure as the doctor performed a visual scan of the bladder and retrieved the broken fragments using a rigid grasper. The procedure was completed with a new resectoscope set. No death or patient injury was reported. Additionally, there was no sparking/arcing observed and no issues withdrawing the device from the patient. The device was inspected prior to use and no anomalies were observed.